Event description:
It was reported that on 25may2026, the first day after the surgery, the responsible nurse was checking the ward and found that the patient's urinary foley catheter had come off and the balloon had disappeared. The nurse immediately reported this to the doctor and provided psychological comfort to the patient and their family, then promptly replaced it with a new triple-lumen urinary catheter. Back in the treatment room, they tested the balloon inflation of this catheter and found that the balloon was slowly leaking and shrinking, causing the patient pain and tension due to a second catheter insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: department of mechanical devices, linfen people's hospital this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.